Event description:
It was reported the customer had high blood glucose levels (318 mg/dl), and woke up with large ketones. Customer delivered a manual shot via pen to stabilize his blood glucose level. Pump passed delivery system check.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater. Patient is (B)(6) years old.